Event description:
Customer states: "during surgery when locking the cup with screws, they were fractured and they were not able to be extracted."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested, and if received will be provided on a supplemental report.